Manufacturer narrative:
The device was returned due to patient death. As received, a device was returned with a battery level within the normal range of operation. Electrical tests, thermal and mechanical stress testing the device, and longevity assessment did not identify any anomalies

Event description:
It was reported that the patient passed out on (B)(6) 2023 due to an unknown cause. The patient's pacing system was explanted. Further information was requested but not available.